Event description:
Device was returned for service. During service, technician found that the device has not much power, the latch was damaged and the bearing worn from use. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the locking component was damaged. This was attributed to normal wear. Device was repaired and returned to the customer.